Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via an company representative regarding a patient receiving intrathecal baclofen (2000mcg/ml, 668mcg/day, unknown lot number) in simple continuous mode in an implantable infusion pump for intractable spasticity and head/brain injury. The patient¿s pump was last refilled on (B)(6) 2016 and by the evening of (B)(6) 2016 the patient experienced ¿jerking, restless, increased spasms¿ and what the patient¿s mother felt like were hallucinations. It was noted that the patient was non-verbal. The patient was prescribed oral valium and baclofen. The representative was not aware of any diagnostics performed for the symptoms. The patient¿s pump was replaced on (B)(6) 2016. During the surgery, the hcp aspirated cerebrospinal fluid (csf) from the catheter access port (cap). Aspiration was slow, but the hcp was able to remove approximately 0.2ml of csf. Once the catheter was disconnected from the pump, the hcp aspirated directly from the catheter and csf drew back without difficulty. The hcp was concerned that the internal pump tubing may have been damaged or slightly occluded. A new pump was attached to the catheter, the catheter was primed, and the pump was reprogrammed to the current settings (baclofen 2000mcg/ml, 660mcg/day, simple continuous). The patient was later discharged from the hospital and was to follow up with the office in "x11 month."

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump exterior impact dent did not affect infusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.